Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after opening the reload from the sterile packaging, the reload appeared to be damaged. The staple retaining caps were off and the cartridge decks were bent outward. This was one of the last two reloads in the box. The reload was not used and the case was completed with additional reloads of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g reload was received unfired and in good visual conditions. The returned reload was loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No damage on the cartridge was noted during visual and functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.